Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). One (1) 8 french angio-seal vip device was returned for assessment. The returned sample includes the carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube was returned forward locked, and the anchor and collagen were intact at the distal tip. No damage was identified. The complaint device was returned but no damage was identified. The carrier tube was in used condition and was returned forward locked. The hemostasis sheath was not returned and could not be inspected. The cause of the event could not be determined based on the available information. A determination was unable to be made. As a result, the complaint cannot be confirmed for sheath and carrier tube assembly difficulty. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
Terumo medical received the following information: after an ia procedure, the physician used an angio-seal device for hemostasis. The physician followed the angio-seal instructions for use and successfully proceeded through the blood return test. However, during the final device assembly step, resistance was encountered with the insertion sheath, which could not be fully advanced to the intended position. As the device could not be advanced despite continued attempts, the entire assembly was withdrawn. The physician then switched to another angio-seal device from a different lot, which functioned normally and allowed successful completion of hemostasis. The patient experienced no adverse effects. There was no blood loss.